Event description:
It was reported via repair work order that the safety bar hook tube will not catch on the safety hook. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.